Manufacturer narrative:
No product returned engineering evaluation was performed. As no product was returned, visual inspection, functional testing, and dimensions testing could not be performed. No imagery was returned. Since there is no allegation of a malfunction, which could be related to a manufacturing non-conformance, in the reported event, a DHR review is not required. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the complaint was unable to be confirmed, a complaint history review is not required IFU commander delivery system with s3 thv, device preparation training manual, and procedural training manual were reviewed. The IFU warns the physician must verify correct orientation of the thv prior to its implantation. Multiple steps are provided in device preparation manual to verify the orientation of the valve. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to high severity of the event, a similar pra was initiated previously per management discretion to investigate the cause and assess the risks associated with implantation of incorrectly oriented thv. As no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Per case description, the team certified for valve crimping. Additionally, the team will perform re-training of the fundamental and valve crimping. Virtual support will also be given on the next tavi surgery. Based on the low incidence of this event, it is considered that there is not a systemic gap on the training processes or any other process under edwards control. Since no edwards defect was identified during evaluation, a corrective action and preventative action (CAPA) is not required. The complaint was unable to be confirmed. A review lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ''during device prep, the valve was crimped at incorrect orientation and it was not noticed until the moment of deployment. The valve was implanted with this incorrect orientation and when the error was realized, immediately another new set of devices was prepared.'' Device preparation and procedure training manual instructs to verify thv orientation prior to inserting the delivery system into the sheath. In this case, both the hospital tech (crimped the valve) and the operating physician failed to identify the valve, which was crimped in incorrect orientation. As such, available information suggests that procedural factors (failure to identify incorrect orientation of thv) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the prep of 23mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach, the valve was crimped at incorrect orientation, and it was not noticed until the moment of deployment. The valve was implanted with this incorrect orientation and when the error was realized, immediately another new set of devices was prepared. In the meantime patient's heart rate increased and blood pressured dropped. In order to maintain blood flow, ECMO and continuous CPR was necessary. In total, 15 minutes passed until the new 23mm sapien 3 valve was implanted correctly. The patient health condition is well. This center did not allow clinical support due to the covid-19 situation. And although they were certified for crimping, taiwan thv team has decided to re-train the team including fundamental processes. Virtual support will be given to monitor the next tavi surgeries.

Manufacturer narrative:
The valve remains implanted. The valve remains implanted per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that the valve was incorrectly crimped during prep. The patient health condition is well. This center did not allow clinical support due to the covid-19 situation. And although they were certified for crimping, taiwan thv team has decided to re-train the team, including fundamental processes. Virtual support will be given to monitor the next tavi surgeries. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.